Event description:
Ectopic pregnancy, false-negative test results: a patient presented to the emergency room (ER) in 2001 with abdominal pain. The patient's last menstrual period was in 12/2000, and the pt was not taking any medications or oral contraceptives at the time of the ER visit. Two home pregnancy tests were reportedly positive prior to the pt's ER visit. A serum contrast hcg test performed by the reporting site was negative after 7 minutes. Abdominal pain continued post ER visit and the pt was seen by another physician 5 days later. A different brand of beta hcg screen and a quantitative hcg were performed, which were positive and 1300 miu/ml, respectively. Subsequently, the patient was diagnosed with a ruptured ectopic pregnancy that required surgery (date of surgery not provided). The surgeon indicated that pt has recovered without sequelae.